Event description:
Boston scientific received information that this pacemaker was suspected of premature battery depletion. Upon follow up in clinic, the patient¿s device was noted to show an estimated 2 years remaining longevity after being implanted for approximately 4 years. All diagnostic measurements were within normal limits. The patient present for increased future follow-up. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from a field representative stating that the device remains in service and would be reviewed during the patient's next follow up.